Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at display window, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer's spouse reported a button error alarm on the insulin pump. No further information reported.